Manufacturer narrative:
The specimens are centrifuged at 5,000 rpm for 5 minutes. Qc was within the customer's established ranges prior to the event. System checks performed on (B)(6)2010 and on (B)(6)2010 met specifications.a field service engineer (fse) was dispatched: a) the fse re-seated the wash and precision pumps. B) the fse performed a precision run and qc; results met performance specifications. The fse did not find any issues.no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accutni) result for one patient and an erroneously elevated ckmb for another patient.the original specimens were re-tested on this and on a different instrument and the repeated results were within the normal reference range for both patients. A) results obtained from the different instrument were reported out of the lab.no reports of death, injury, or change to patient treatment have been reported in connection with this event. The erroneous results were not reported out of the lab.